Event description:
Reportedly, instrument fired but did not cut. The anvil could not be removed with the shaft of the instrument. Donuts were not delivered. The anastomosis had to be cut and the procedure was completed by manually suturing. Procedure: low anterior resection.